Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 12/22/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported constant pain, abscess and difficulty with standing. Medical records and revision surgical report noted a soft tissue mass in the groin, leg length discrepancy with left longer than right, left femoral fluid collection with aspiration of brown murky fluid that was possibly related to a hematoma and hemosiderin stained tissue. Lab results for metal ions were less than 7 parts per billion. There was no report of abscess within the medical records. Part/lot updated for head and stem, part updated for liner. Records were very difficult to read related to bad copies. The complaint was updated on: jan 13, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Revision due to pain/discomfort. A revision to address high/elevated metal ion levels, to preclude permanent impairment of a body function or permanent damage to a body structure.

Event description:
Clinical report states that patient was revised to address pain and soft tissue mass. Update rec'd 8/31/15 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from toxic cobalt chromium metal ions, discomfort, inflammation, and a popping snapping sensation. A doi has also been provided. An unknown stem is now being added to address allegations of elevate toxic metal ions.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.